Manufacturer narrative:
Investigation outcome: it was reported that a ventilator experienced loss of peep accompanied by high respiratory (breath) rate. As a result, the patient was "moved to another ventilator". However, there was no report of harm to patient, user or third party, nor a treatment in delay. The device was serviced onsite by the biomed on october 2, 2025. Pre-op checks performed on november 12, 2025, with no issues found. A circuit disconnection was suggested as a possible cause, but this is unconfirmed. Information about the breathing circuit and accessories used for patient ventilation was requested but not provided. However, the customer stated this event occurred on two separate patients during niv, and that there was no indication of leaks for the masks used. The software was updated to 3.1.1, and all service software tests were performed without failures. The issue was not duplicated and the cause could not be established. This case is considered as close.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4).

Event description:
Hamilton medical ag received the following event description: "loss of peep, high breath rate. Moved patient to another ventilator. Ventilator serviced by onsite biomed on 10-02-2025. Account manager completed functional testing 11/17 with no issues." No health consequences or impact. The case has not been reviewed yet by hamilton medical ag. Therefore, the failure description could not be confirmed yet. So far, no relation to the device has been established.